Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the proximal and central stent rows were damaged and stretched in a proximal direction over the proximal balloon cone and markerband. The undamaged section of the crimped stent outer diameter (od) was measured which is within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The distal balloon cone was reviewed and no issues were noted. The proximal balloon cone could not be examined due to the stent stretching over it. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft polymer extrusion profile found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-jun-2017. It was reported that crossing difficulties were encountered. The eccentric fibrotic target lesion was located in a coronary artery. A 2.50x28mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion after several attempts. The procedure was completed with another 2.50x28mm promus element plus stent. No patient complications were reported and the patient's status was okay. However, returned device analysis revealed stent damaged.